Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination was performed on the returned flextome cb monorail 10/4.00. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 1 mm proximal from the proximal markerband. The tip section of the device was visually and microscopically examined, and no issues were noted with its profile that may have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the device's markerbands which may have contributed to the complaint incident. A visual and tactile examination found no kinks or damage on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10/4.00 flextome monorail cutting balloon was selected for use. During procedure, it was noted that the device failed to cross and ruptured upon dilation in the lesion. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10/4.00 flextome monorail cutting balloon was selected for use. During procedure, it was noted that the device failed to cross and ruptured upon dilation in the lesion. The procedure was completed with a different device. No patient complications were reported.